Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant it was noted that the left ventricular (lv) lead did not have an anchoring sleeve. A slit anchoring sleeve was used to complete the implant. The lead remains in use. No patient complications have been reported as a result of this event.